Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available. (B)(4).

Event description:
According to the reporter, after the instrument was removed, a small piece of plastic was left behind from the bag. The current patient status: is ok. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. A device component fell into the patient's cavity but was removed.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) conducted an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, and an evaluation of the returned device. The bag was detached and received. The string was cut, and there was plastic bag remnant on the metal ring. No damage was noted to the bag. The plunger and metal ring advanced and retracted properly. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. There were no adverse patient events reported as a result of the alleged event. Should new information become available, the file will be re-opened and reassessed at that time.